Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator had a total loss of power. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device is yet to be completed.